Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead is oversensing t-waves post pacing. Device programming was attempted but did not resolve the t-wave oversensing. Device programming possibilities will be discussed with physician. No further patient complications have been reported as a result of this event.